Event description:
Patient presented to the physician with a potential infection. Physician admitted the patient and started them on IV antibiotics. Physician then brought the patient into the or and removed the entire inspire system.